Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graft procedure, the clip applier stopped deploying after several use. Another clip applier was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. The jaws were crisscrossed, a malformed clip was jammed in the jaw. The ratchet function was engaged, with the handles in the closed position and on ratchet. The distal end of the channel cover was disengaged from the channel. Functionally, the malformed clip was removed from the jaws. The ratchet function was disengaged. An attempt to cycle the device was made, the handles were not smooth, and could not be fired due to the damage of the jaws. The instrument was disassembled to inspect the internal components and the ratchet system was found damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. Replication of the damaged ratchet system condition may occur if the firing stroke is not completed with the ratchet function on during use. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.